Event description:
It was reported that thrombosis occurred. Vascular access was obtained via femoral artery using a 6fr 45 cm non bsc sheath utilizing an ipsilateral approach. The 75% in-stent restenotic lesion was located in the severely calcified and mildly tortuous distal superficial femoral artery (sfa), popliteal artery and posterior tibial artery (pta). After crossing a non bsc guide wire inside the distal edge of the non bsc stent implanted in distal sfa, the device was advanced to the tibioperoneal artery. A 4.00 mm/1.5 cm/140 cm small peripheral cutting balloon¿ was advanced for dilatation and was inflated three times at 6 atmospheres for 30 seconds. The non bsc sheath was attempted to be advanced to popliteal artery, but the sheath was unable to cross the edge of the stent at superficial femoral artery due to resistance. The device was then pulled toward the proximal site and another dilatation was performed, however, the balloon ruptured on the second inflation at 8 atmospheres. The balloon was removed from the patient. A coronary angiography was performed and revealed the peripheral site from the edge of the stent was occluded.  A 035 inch non bsc guide wire was attempted to cross, but was unable to cross since there was a solid part at popliteal artery. The device was exchanged with a 014 non bsc guide wire 30 gauge was then crossed and advanced to anterior tibial artery (ata). Dilatation was performed with a 2mm x 4cm coyote balloon catheter from peroneal artery to pta and blood flow was improved. In addition, 99% stenosed was also noted in ata and the first non bsc guide wire crossed the lesion. Dilatation was then performed with the same 2mm x 4cm coyote balloon catheter, but was not dilated completely and stenosis remained slightly. Final coronary angiography was performed and it was noted that there was some foreign substance near the ostial of ata, either thrombosis, blood clot, calcification or part of the edge of stent or fractured blade of the device. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device identified blood within the balloon and inflation lumen. Blood within the balloon or inflation lumen is evidence of a device leak. The returned device was attached to an encore inflation unit. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. A further microscopic examination confirmed a pinhole in the proximal balloon body. No issues were noted to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that thrombosis occurred. Vascular access was obtained via femoral artery using a 6fr 45 cm non bsc sheath utilizing an ipsilateral approach. The 75% in-stent restenostic lesion was located in the severely calcified and mildly tortuous distal superficial femoral artery (sfa), popliteal artery and posterior tibial artery (pta). After crossing a non bsc guide wire inside the distal edge of the non bsc stent implanted in distal sfa, the device was advanced to the tibioperoneal artery. A 4.00 mm/1.5 cm/140 cm small peripheral cutting balloon was advanced for dilatation and was inflated three times at 6 atmospheres for 30 seconds. The non bsc sheath was attempted to be advanced to popliteal artery, but the sheath was unable to cross the edge of the stent at superficial femoral artery due to resistance. The device was then pulled toward the proximal site and another dilatation was performed, however, the balloon ruptured on the second inflation at 8 atmospheres. The balloon was removed from the patient. A coronary angiography was performed and revealed the peripheral site from the edge of the stent was occluded. A 035 inch non bsc guide wire was attempted to cross but was unable to cross since there was a solid part at popliteal artery. The device was exchanged with a 014 non bsc guide wire 30 gauge was then crossed and advanced to anterior tibial artery (ata). Dilatation was performed with a 2mm x 4cm coyote balloon catheter from peroneal artery to pta and blood flow was improved. In addition, 99% stenosed was also noted in ata and the first non bsc guide wire crossed the lesion. Dilatation was then performed with the same 2mm x 4cm coyote balloon catheter but was not dilated completely and stenosis remained slightly. Final coronary angiography was performed and it was noted that there was some foreign substance near the ostial of ata, either thrombosis, blood clot, calcification or part of the edge of stent or fractured blade of the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.